Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced hydrocephalus and cognitive changes. The patient was prescribed 140 mg of temozolomide once per day. The event was considered ongoing. If additional information is received, a follow up report will be submitted.